Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator- right (mtmr) had drifting issue observed by surgeon on new mtmr after replacement. An intuitive surgical, inc. (Isi) field service engineer (fse) checked and found drifting is being caused by gravity calibration issue. The fse moved the surgeon side console (ssc) to different location, no drifting observed. The fse moved the ssc to slight other position from it's original and performed gravity compensation calibration. System verified to be working fine. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mtmr drifting issue, an investigation is completed to determine the cause of this reported event. An isi fse moved the ssc to slight other position from it's original and performed gravity compensation calibration. System verified to be working fine this complaint is reportable malfunction due to the following conclusion: it was alleged that the mtmr had drifting issue. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.